Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. The device had cracked case at the display window corner, cracked reservoir tube lip, cracked belt clip slot, and minor scratched lcd window.(B)(4)

Event description:
Customer reported via phone call, he had to press the up arrow button on the insulin pump multiple times in order for it to respond. Customer's blood glucose was unknown. Customer didn't recall any significant event which may have caused the keypad. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for further analysis.